Event description:
The customer reported that her blood glucose reached 383 mg/dl, and when she checked the pod, she noticed that the cannula had dislodged from the infusion site. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pon use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you do have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."